Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, it was reported that error #319 occurred on universal surgical manipulator (usm) #1. The troubleshooting began when a call was received mid-procedure with a patient on the operating table, reporting several errors and a disabled arm number 1. Since the surgeon was unsure why arm number one was disabled, technical support was contacted. The logs were reviewed, revealing several communication issues within usm1. It was advised to perform a power cycle to see if the issue could be resolved, but the error returned. The customer was informed that the only option was to continue with three arms, as arm number one was not functioning normally. The customer was uncertain if they could proceed with the surgery and decided to convert. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the procedure was completed with the same setup using 3 arms. Surgeon had to increase incision on only one port (they used port from arm 1 for assistance). The patient tolerated the change.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. In logs, the 307 error was found indicating a node not found issues on the board confirming the fault occurred in the field. Upon visual inspection, damage was found with rolling loop fiber that would be related to the reported event. The unit was installed onto a golden system where the 319 error was triggered during power up indicating faults, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check all boards present was found to be failing on the rolling loop for power reading at 0 on down and up. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the rolling loop fiber in the usm.

Event description:
Refer to h11 for follow-up information.